Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing, loss of capture and low within range pacing impedance measurements on the right ventricular channel. It was decided to perform a system revision and explant and replace the right ventricular lead. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing, loss of capture and low within range pacing impedance measurements on the right ventricular channel. It was decided to perform a system revision and explant and replace the right ventricular lead. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and returned without an allegation.